Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 161 mg/dl. Sensor glucose level at the triggered suspend event was 45 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 45 mg/dl. Threshold and low suspend limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened or used.